Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, after capturing the stone, the physician was unable to crush the stone with the device. The tip of the basket failed to detach resulting in the basket wire breaking. The broken basket was removed using an olympus lithotripter. Once the basket was removed from the pt, the procedure was completed with another trapezoid rx lithotripter compatible basket. Atempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.